Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To the main device. Other components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient who was receiving 500 mcg/ml of lioresal at 70 mcg/day via an implantable pump for an unknown indication for use. On (B)(6) 2017, it was reported that the patient developed a wound infection at the pump pocket. The pump and catheter were removed. It was reported that, as environmental/external/patient factors that may have led or contributed to the issue, the patient had a hematoma after surgery and a history of csf leaking. The issue was considered resolved and the patient's status was listed as "alive-no injury". No further complications were reported. The patient¿s medical history included multiple sclerosis.